Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 85% stenosed target lesion was located in a calcified and moderately tortuous right forearm. The physician advanced the 5.0 x 20 sterling balloon catheter to the lesion. The balloon was inflated and ruptured at 14atm for 1 minute. The device was removed and the procedure was completed with symmetry balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).